Manufacturer narrative:
The insulin pump did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, unexpected restart error test, self-test and displacement accuracy test. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then the device was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. Device was programmed and monitored for 4 days. No unexpected insulin pump alarm, bolus anomaly or basal anomaly noted during testing. Device had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was not delivering insulin correctly. Insulin squirted out. Customer's blood glucose was 4.3 mmol/l. Customer thought the device was over and under-delivering insulin. Customer's blood glucose at time of call was 14.4 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.